Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose drive support disk. The prime anomaly could not be tested due to the alarm for the loose drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and scratches around the casing.

Event description:
Customer reported an alarming insulin pump. Customer states that insulin is squirting out of the insulin pump. The insulin pump will be replaced. Nothing further reported.